Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire technical support instructed the technician to check the internal tubing and to check the flow coming out of the exhaust port. The measured flow out of the port is in excess of 6lpm. According to the customer, the problem could be the blender. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap unit has leak issues. The flow surplus is 7lpm. The customer confirmed that there was no patient involvement associated with the reported event.